Event description:
It was reported that patient was in the emergency room due to concerns that the lead "blew up in their head" following the patient entering a computer store. Patient said it was an "emp-like" pain that shot from their head to their toes. The sensation was over quick, but they're so confused and their brain feels messed up. Patient also reports feeling different, having trouble thinking, and having no emotions. Tech services (ts) reviewed with emergency room caller and patient on how to page a medtronic rep to come check the patient's device and/or redirect to their managing provider. Ts reviewed emi (electromagnetic interference) from theft detectors. Patient stated it happened when they walked into the store but not out of the store.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.